Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. The optia essentials guide advises the operator of possible adverse effects of apheresis procedures and to be prepared to take appropriate action should any reactions occur. Some previously reported reactions are: anxiety, headache, light-headedness, digit and/or facial paresthesia, fever, chills, hematoma, hyperventilation, nausea and vomiting, syncope (fainting), urticaria, hypotension. Allergic reactions root cause: a definitive root cause for the donor reactions could not be determined. Possible causes include, but are not limited to ac management during the procedure, the length of the procedure and/or donor sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause for the reported adverse events could be identified from the rdf associated with this procedure. The system operated as intended and the procedure was run within standard operating limits. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a donor had a reaction during a procedure on an optia device. Per the customer, the procedure was started at 11:24 am and after approximately 2.5 hours into the procedure the patient experienced shivering and fever. Per the customer, the procedure was stopped and the patient was given injection avil, injection hydrocort and IV calcium gluconate. The patient was reported as recovered and stable. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.